Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with what appeared to be a slow ventricular tachycardia (vt) below detection rate of 133. However, there was no rates above 105 in the rate histogram when the patient had rates noted at 130. The device remains in use. No patient complications have been reported as a result of this event.